Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection of the unit found cracking at the led window. The ir filter in front of the camera lens appears opaque and no longer transparent. A test battery was installed and the device was powered on, the display was observed to be blurry due to the damaged glass/opaque ir filter. The device did not progress through ingress testing due to the physical damage. It was reported that the videolaryngoscope had flickering and blank screen when battery was inserted. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, prior to use, the videolaryngoscope had flickering and blank screen when when battery was inserted. There was no patient involvement.